Manufacturer narrative:
The investigation of the subject event is in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their reliance eps was leaking fluid onto the floor. No report of injury.

Manufacturer narrative:
Through further investigation it was revealed that the liquid that had leaked from the facility drain pipe, did not exceed the unit footprint or leak into work areas. No slip/fall hazard was present. No delay or cancellation of patient procedures. The facility added an additional drain pipe to the unit, from another device, resulting in liquid to overflow and spill out of the facility drain funnel. The facility's drain pipe was inspected. The customer's plumber resecured the drain hoses to prevent reoccurrence. Five employees who cleaned the area experienced symptoms of inhalation/irritation (headache, eye irritation, nausea, vomiting, chest tightness) due to exposure of the liquid. The employees were not wearing respiratory protection during the time of the event. According to the reliance hld safety data sheet (sds), it is recommended to wear respiratory protection to prevent adverse effects from peracetic acid vapors. None of the employees sought or received medical treatment, all employees returned to work. The unit was tested, confirmed to be operational, and returned to service. No additional issues have been reported.